Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure. The explanted device will not be returned as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.